Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received, indicated that patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
Further information requested but not available. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-47725. Related manufacturer reference number: 1627487-2020-47726. It was reported patients system will be explanted for unknown reason.